Event description:
N/a

Manufacturer narrative:
Updated fields: b4, d9, g3, g6, h2, h3, h4, h6 (type of investigation, investigation findings, component codes, investigation conclusions), h10, h11 corrected fields: d1, d4 a getinge field service engineer (fse) was dispatched to investigate the issue. In order to fix the issue, the fse replaced the battery. The battery backup was 166 minutes, and the unit was working okay.

Event description:
It was reported during a routine check, the cs300 intra-aortic balloon pump (iabp) unit did'nt have a back up battery . There was no patient involvement reported.

Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.